Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis and a heart attack in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date while the patient received unspecified treatment for the peritonitis, the patient experienced a heart attack. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date in (B)(6) 2012 the patient recovered from the event of peritonitis. The outcome of the heart attack was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.